Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noted the left ventricular (lv) lead had a ¿funny look to the insulation¿. Multiple test and configurations for lead impedance measurements were done and were within normal limits. A medical adhesive was applied to areas of the lead to prevent any future issues. The lead was placed and remains in use. No patient complications have been reported as a result of this event.